Event description:
A customer contacted beckman coulter inc. (Bci) to report inconsistent glucose modular results when performing correlation studies with the glucose cartridge assay. The results were generated by unicel dxc 800 pro chemistry analyzer. Customer has been running glum in duplicate runs (critical rerun). Original results were re-run on the same instrument and yielded acceptable results. The initial, critical rerun and third run are presented. The results were not reported out of the laboratory. Patient treatment was not impacted with regard to this event.

Manufacturer narrative:
Qc is run once per shift on daily basis. Pre and post qc run results are within the acceptable limits. Field service engineer (fse) was dispatched; however, customer had changed the glucose cartridge reagent at the time. A clear root cause for this event cannot be determined.